Event description:
Patient suffered air embolism, resulting in a coronary seizure, pt remains alive and in ICU, long term prognosis unknown. The dr. Had no issue with the product and did not believe that in any way was it instrumental in injuring the patient. The dr. Was just reporting an incident. The inserting dr. Was not familiar with the catheter and it appears that the stiffening stylet was not removed on completion of the procedure. The catheter had been flushed and capped, not known if it was clamped. The patient removed their cardigan, snagged the stylet, and the stylet was dislodged from the catheter. The stylet was later discovered in the patinet's bed. The patient took a deep breath and suffered from an air embolism. Dr. Feels that a luer lock stylet rather than a luer slip would deal with this type of situation and wanted to inform bas of this. Reported by distributor.